Event description:
It was reported that there were unusual noises during installation of the centrimag motor.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the centrimag motor producing an atypical noise was confirmed via the motor¿s functional evaluation. The returned centrimag motor (serial number (B)(6) was functionally tested at the european distribution center and at the product performance engineering department alongside known working test equipment. The motor would produce noise, and the pump would stop, upon manipulating the motor¿s cable near its connector-side bend relief. The motor was able to operate as intended when the cable was held at a sharp angle near its connector-side bend relief. The motor¿s cable was measured for continuity, and one of its signal lines was observed to be open which would cause the reproduced events to occur; this open line measurement also intermittently resolved with manipulation of the connector-side bend relief. The motor¿s lemo connector was opened, and its gray signal wire was found to have not been soldered to the connector properly, resulting in the open line. The root cause of the reported event was determined to have been an improper solder connection of the gray signal wire within the lemo connector assembly. This issue was previously identified and has been addressed via a manufacturing analysis task, and a supplier corrective action request (scar) was initiated to inform the supplier. Centrimag motor (B)(6) was manufactured prior to the scar being initiated. Review of the device history record for centrimag motor, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The 2nd generation centrimag system operating manual (rev. L) provides information regarding emergency/troubleshooting in section 9. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. Centrimag motor IFU (rev. F) instructs the user to inspect the centrimag motor, cable, console connector, and locking mechanism for any damage prior to use. If any component is damaged, do not use the centrimag motor. This document states that if the unit fails to operate according to the motor specifications or a console diagnostic error indicates a centrimag motor malfunction, it should be returned. Additionally, this document instructs the user to always have a spare centrimag motor and back-up equipment available. No further information was provided. The manufacturer is closing the file on this event.